Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump passed the error and displacement tests. No unexpected error alarms were noted. The pump was received with operating currents within specification. No blank display was noted. However, the pump had a cracked case at the display window corners, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and minor scratches on the display window.

Event description:
It was reported that the insulin pump had failed whit the customer was on vacation. There was condensation in the screen and the device had alarmed an error. The customer's blood glucose was 13.50 mmol/l. The battery was still in the insulin pump but the display of the device was blank. The customer was advised that the device will be replaced. Nothing further was reported.